Event description:
There is a black, thread-like particle on/in the punch or syringe. It is not possible to tell whether this particle is firmly attached to the punch or whether it is freely movable. This particle looks as if it is made of the same material as the stamp; which indicates an improper casting process or punching during production.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a small black piece is observed within the device. Characterization testing was performed and identified the piece was consistent with material from the stopper. A device history review was performed for the reported lot 2305755 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure. The quality certificate was reviewed for the stopper batches used with syringes from lot 2305755, no issues were identified. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the damage observed, it is believed this incident is related to an issue during the stopper manufacturing. We have notified the supplier of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is a black, thread-like particle on/in the punch or syringe. It is not possible to tell whether this particle is firmly attached to the punch or whether it is freely movable. This particle looks as if it is made of the same material as the stamp; which indicates an improper casting process or punching during production.